Manufacturer narrative:
Follow-up (5/18/2012)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Event description:
On (B)(6) 2012 the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter was giving the patient high readings as compared to his feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that on (B)(6) 2012 at 10:00am, the patient reported a blood glucose result "that was too high to read" with a lifescan meter and "44mg/dl" on another meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The reporter stated that the patient manages his diabetes with the insulin pump and by 10:03am, was given "1 milligram of glucagon injection" in response to the reported issue. Three to four minutes after the alleged issue occurred, the reporter claimed that the patient developed symptoms of a "seizure." Immediately after, ems was called in who treated the patient with food/drink in response to the symptoms. At the time of troubleshooting, the cca determined that an approved sample site was used for testing. The cca also noted that the control solution test result came within range. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms of severe hypoglycemia and received medical treatment for an acute complication of diabetes after the alleged issue began.